Manufacturer narrative:
Concomitant medical products: etlw1624c124e stent graft implanted: (B)(6) 2014, etlw1620c93e stent graft implanted: (B)(6) 2014, etew2424c82 stent graft implanted: (B)(6) 2014, etbf2816c124e stent graft implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the device had an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.